Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed compromised force sensor system during priming. The customer stated the drive support cap is flush. Explained possible cause of the alarm, during seating the force sensor did not detect the reservoir. Advised the customer to discontinue the use of the insulin pump and revert to back up plan. The customer's blood glucose was 200mg/dl.

Manufacturer narrative:
The pump passed the unexpected restart, displacement, rewind, off no power test and self tests. However, the pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. Unable to verify the compromised force sensor system alarms due to the motor error alarms. Unable to perform the occlusion, prime or excessive no delivery alarm tests due to the motor error alarm. All operating currents were within specification. The pump was received with a partially broken reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a broken belt clip slot, a cracked display window and a scratched reservoir tube window.